Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over three (3) years, since the subject device was manufactured. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction. It is presumed, that black lines in image occurred, due to temporary flooding caused by watertightness failure from cut on cable. The event can be prevented, by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd 3cmos autoclavable camera head, had a bad image quality. The issue occurred during the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: electrical system had small cuts on cable insulation and the leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.